Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable due to part being on back order. However, no report of patient or staff injury was reported.

Event description:
The customer reported that on occasion the 6800 system will fail to boot up. No patient injury was reported.